Event description:
Major pump unit(s) involved: blood pump.additional text: elevated power, and flow readings with decreased pi readings.specific component(s) involved: other component malfunction, specify.additional text:other component: unknown.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): unknown.other intervention :implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: other component malfunction.